Event description:
An event occurred on an unspecified date involved a chemosafelock vial adapter where it was reported that leakage was found on the filter. There was unknown patient involvement and unknown harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).